Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (medical device problem code has been corrected to 2907 - detachment of device or device component) additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a root cause for the malfunction could not be identified. The event can be prevented by following the instructions for use: ¿ do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasonic bronchofibervideoscope exhibited missing bending section cover. There were no reports of patient involvement.